Event description:
The facility's biomedical engineering dept reported a pump that was involved in an incident of an overinfusion. The pump was infusing magnesium to a labor and delivery unit pt. The pt was found to be vomiting. Reportedly, the magnesium infusion was noticed to running at a rate of 200ml/hr instead of the intended rate of 50ml/hr. The pump was turned off and the medical dr (md) was informed. An IV push of calcium gluconate was given by the md for magnesium toxicity. The pt recovered. The event was discovered at approx 6:18am. Despite baxter's efforts to obtain addiitonal info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, and set up of the pump.